Event description:
Customer reported that on (B)(6) 2013 at 7:45 am she self-administered "two shots of insulin" (her daily routine) and then checked her glucose, receiving a reading of 96 mg/dl from her adc blood glucose meter, which was reportedly low for her. Later in the day she self-presented to her healthcare provider for a regular check-up, where a reading of 360 mg/dl was received on an unknown brand of meter at 1:15 pm. Customer further reported feeling dehydrated, lightheaded and noted her "thigh was numb". Customer's hcp called the paramedics and the customer was transported to a local healthcare facility where she was diagnosed with hyperglycemia. Customer was treated with an insulin injection and unspecified "fluids" for her dehydration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted: the customer was using test strips that expired on august 31, 2013.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This serves as a correction report. Additional manufacturer narrrative in section h10 of 30-day follow-up #1 should read as follows: as product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.